Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Based on the complaint investigation, the complaint for malposition- ectopic device placement was confirmed with objective evidence based on the imaging evaluation. Available information suggests procedural factors (wire entanglement in subvalvular structures, sub-optimal depth, sub-optimal imaging quality) contributed to the event. Malposition events such as ectopic device placement may be caused by a variety of factors which may be procedural factors, device handling during the procedure, or imaging factors. Ectopic device placement may occur as a result of sub-valvular interaction during device handling which may inhibit the ability to navigate the anatomy to place the valve within 10mm of the annulus prior to deployment. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Event description:
As reported by the edwards lifesciences affiliate in sweden, edwards received notification of a 52mm evoque procedure in tricuspid position. It was reported the during the procedure, the valve size was adjusted to 52mm due to patient sizing. While a wire was placed successfully, post-procedural imaging review suggests it became caught in the rv's posterior trabeculation. During anchor deployment, the device was observed to be too deep. The 90-degree anchor exposure entangled with the rv posterior wall. Extensive maneuvers, including snaring attempts, failed to free the anchor, which required deployment of the device deep in the rv at the unintended site. As a result, the case was converted to surgery, during which a surgical valve was implanted. The patient was stable post-operatively. A review indicated the wire was likely the source of the entanglement, positioned suboptimally posterior to a lead before anchor exposure began.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.